Event description:
It was reported the patient did not recharge the ipg for a while. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention (B)(6) 2019 wherein the ipg was explanted and replaced. Therapy has been reportedly restored postoperatively.